Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation of a 4.0 x 15 mm xience alpine stent delivery system, when removing the protective sheath and stylet, the stent dislodged. There was no resistance removing the protective sheath. The device was not used. Another xience alpine was successfully used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).